Event description:
The patient reported that their body rejected the implantable cardiac monitor (icm) and it had to be removed. Follow up information was obtained that indicated that the icm migrated out of the patient's body and there was an infection. The manufacturer¿s device implant records indicate that the icm was later replaced with and implantable cardioverter defibrillator (ICD). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).